Manufacturer narrative:
Customer returned insulin pump for alleged unexpected battery power loss on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on corner of belt clip rails, cracked keypad overlay. Device passed self test, active current measurement and displacement test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alarms during testing, however, further full review in the device history found power loss alarm on the event date of (B)(6) 2021 at 8:23 twice; also, found: low battery alarms on (B)(6) 2021 at 12:16, on (B)(6) 2021 at 10:38, on (B)(6) 2021 at 15:10 and 15:29, on (B)(6) 2021 at 00:56, 1:31, 3:14, 13:07, and 22:40. Change battery alarms on (B)(6) 2021 at 21:47, on (B)(6) 2021 at 20:09, on (B)(6) 2021 at 15:07, on (B)(6) 2021 at 00:45, 12:45, 22:38, on (B)(6) 2021 at 8:11 and 8:21. Off no power alarms on (B)(6) 2021 at 20:40 and 20:50. Battery out limit alarms on (B)(6) 2021 at 20:55, on (B)(6) 2021 at 1:36, on (B)(6) 2021 at 1:36, on (B)(6) 2021 at 8:26. Battery removed alarms on (B)(6) 2021 at 21:54, on (B)(6) 2021 at 15:08 and 15:11, on (B)(6) 2021 at 00:57, 1:30, 1:34 (twice), 1:35, 12:46, 22:38, on (B)(6) 2021 at 8:22 and 8:23. Device failed sleep current measurement test due to moisture on electrical board 1 (lcd flex connector) and motor (flex connector). In summary, insulin pump did not pass required testing. Customer alleged for power loss alarm was confirmed. Unexpected battery loss, battery alerts and high sleep current due to moisture damage on electrical board 1 (lcd flex connector) and motor (flex connector). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump kept on giving low battery alerts. Customer stated that the insulin pump was broken and they had already tried 5 different batteries but insulin pump did not accept any of them. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.